Event description:
It was reported that the patient lost coverage in her foot due to congenital spinal anomalies. It was determined that the lead would be pulled down, and if the feet could not get covered the device would be explanted. All devices were explanted. It was noted that the patient's device was reprogrammed at one time during the event. No patient injury was reported.

Manufacturer narrative:
Product ID 3778-60, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 3778-60, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 37743, lot# serial# (B)(4), implanted: explanted: product type programmer, (B)(4).